Event description:
Rptr alleged she attempted to use her compact plus system, couldn't get it to work because of an error message, and she passed out. Rptr stated she was treated with candy. Rptr stated that at another time and on another day, she was not able to use her compact plus system because of an error message and she passed out. Rptr stated she was treated with orange juice at this time. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.